Manufacturer narrative:
(B)(4). Manufacturing site investigation: evaluation is on-going.

Event description:
Country of complaint:(B)(6). In case of surgery for ectopic pregnancy the ceramic of the jaw was broken during the surgery. The customer looked for fragment(s) in surgical field and myo-table, but no fragment(s) was found. [Breakage point:] gray ceramic inside of the jaw [usage] : generally product is used for hemostasis. However, it was used several times just as a forceps in this surgery, no electrical current was supplied to the device. Additional information: device is sold as unit (B)(6). Component(s) of pm401r: pm431/jaw insert ; pm973r/ insulated outer tube; pm40r/handle.